Manufacturer narrative:
The injector was evaluated by a performance of the injector to manufacturing specifications after an installation and for preventative maintenance tests. There were no problems found, and the injector was returned to full service. The procedure followed by the fse in performing the evaluation of the injector is documented in the illumena injector service manual. The dripping of contrast occurred when the injector, which was loaded and 'armed", was being moved. No one knew if the fill bar was bumped. The fse attempted to reproduce the event by shaking and hitting the powerhead, trying to cause the injector (armed) to push contrast. Short of hitting the fill/ expel bar, he couldn't reproduce the event. Section b-5, safety & risk management state, "staff reports no one touched the injector, and it is not known if the injector was armed". Documentation of the verbal report taken by corporate product monitoring from representative of safety & risk management. Section h-10 is the service report documentation field, whereby customer staff report, "occurred when the injector, which was loaded and 'armed' was being moved", by the liebel flarsheim field service engineer. There is a contradiction on the status of the injector was touched (i.e. In the process of being moved) at the time of the reported event occurred.

Event description:
Male outpatient was undergoing an endovascular abdominal aortic aneurysm repair. The staff had set up a contrast media injector, then set to the side during the procudure until ready to use. The injector "injected on its own", spraying contrast onto the ceiling. The contrast then dripped into the open incision of the femoral iliac, contaminating the area. The usrgeon irrigated with antibotics, closed the incision. The pt remained very stable during the short procedure. He was awaken and extubated and taken to the recovery room in a stable condition. The pt was discharged to home after removal of all his lines. The pt was given an appointment to follow up with surgeon in one week. Plan will be to monitor the wound and once they are sure that there is no wound infection and pt wound is healed, procedure will be rescheduled. Staff reports no one touched the injector, and it is not known if the injector was armed.